Manufacturer narrative:
From the document review of the lot involved (1214290 - (B)(4) items produced) no anomalies were found. We received a similar case, reported with MDR. It was reported that a screw was placed at an improper angle into its guide and this is likely the reason of why the driller broke during its use. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.

Event description:
Ref imp #(B)(4).